Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: this is to inform you of an sqa on 2/20/25. The customer from reid health in richmond, in reported after spiking the bag of del nido cardioplegia 1000ml, a loose plastic septum from the spike port was floating down the entry port area of the bag. Quantity affected: 1 IV bag the one bag was disposed of so we will not be returning it. Manuf lot # 24g18.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, the membrane of the spike port with a circular shape was observed to be completely separated from the rest of the component remaining inside the bag. The reported defect was observed. The membrane is part of the spike connector, being molded with the rest of the component during the production process, so its detachment can only occur under mechanical stress. While the defect was observed with the photo, an exact root cause could not be determined. While a root cause cannot be determined, the damage is comparable to the phases after production. A possible root cause could be due to incorrect handling by the operator prior to bag usage. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.